Event description:
The patch was implanted for a carotid endarterectomy in 1999. The dr claims that in 1999, the pt underwent add'l surgery due to leakage of blood from the center of the implanted patch. The leakage was stopped by the application of pressure. The procedure outcome was fine. The patch was left in. The pt's condition is fine.